Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2003 with no alarms. During the ablation, the physician was asked a question and he turned his head to answer and pulled the procedure sheath out of the cervix, causing a leak of heated saline. He restared the procedure, reheated and performed another 10 minutes of endometrial ablation. There was a second degree vulvar burn with blisters, a vaginal burn and a burn on the perineum. He treated the patient with silvadene cream and an analgesic and prescribed sitz baths. When he saw the patient seven days later, patient no longer needed pain medicaiton.